Event description:
The customer reported to olympus that the 4k autoclavable camera head was not displaying any image. It could not be detected by the otv-s400 (visera 4k uhd camera control unit). The information from the camera head was not visible which did not allow the buttons to be tested. Additionally, an e322-faulty cable error was displayed on the otv-s400 indicating that the camera head could not be detected. The issue was found during reprocessing for an unspecified diagnostic procedure. The intended procedure was completed with another similar device. There were no reports of delays or patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus, but it is expected to be returned for evaluation of the reported event. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.